Event description:
The customer reported platelet failed during system startup and approximately two drops of clear fluid leaked from the probe at the end of the startup cycle involving the coulter act diff 12 analyzer. Beckman coulter customer technical support (cts) advised the customer to wear proper personal protective equipment (ppe) prior to troubleshooting. The customer was wearing gloves, a laboratory coat, and eye protection. The customer replaced the dual filters and restarted system startup which passed. The customer noted the probe wipe was dirty with sample residue and salt buildup. Beckman coulter cts advised the customer to clean the baths with bleach and sent the customer a new probe wipe for replacement. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. No further issues were reported by the customer. The instrument has been in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).